Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of "hi." She retested using another meter and received a reading of 121 mg/dl. The "hi" reading is off the grid, but the difference between the readings appears to fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and was unable to provide product information due to poor eyesight. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The customer was unable to provide a meter serial number, so it was not possible to determine the manufacture date.